Event description:
The home care dealer reports that the family member was transferring the pt into a car seat and talking to a neighbor at the same time. The family member turned to look at the monitor and saw the apnea light on. Family member then looked at the pt to find pt turning blue. Family member says there was no audible alarm. Family member's first attempt to stimulate the pt was not successful. Family member then started CPR and was successful at that.